Manufacturer narrative:
A field service engineer (fse) instructed the customer to power off the analyzer and perform a system reboot. The error cleared and the analyzer functioned normally. No further issues were noted. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 27aug2018 to aware date 27sep2019. No other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: hybrid arm/cup transfer cup pickup failure cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. The probable cause of the reported issue could not be determined. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error message 2151 hybrid arm/cup transfer cup pickup failure while operating on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of estradiol (e2) and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention, or adverse health consequences due to the delay in reporting.